Event description:
It was reported that the above mentioned catheter was inserted on (B)(6) 2010 by the doctor. During recent weeks when pt was doing dialysis, the nurses noticed that catheter was and had been migrated, thus the nurses had informed the nephrologists. On (B)(6) the nurses started to remove the catheter, the cuff was dislodged from the catheter and fell into the tip of the incised vein.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.